Manufacturer narrative:
Correction: original report should have contained h7: recall and h9: recall number additional information: b5, g4, and h2.

Event description:
New information noted that the patient presented in clinic. The implantable cardioverter defibrillator continued to have long charge time. Patient was stable and scheduled for device replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that capacitor maintenance resulted in charge timeout. No intervention was performed at the time. Patient condition was not reported.